Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead allegation was not confirmed with the analysis. Moreover, analysis revealed normal lead resistance measurements and inspection that showed no conductor issues.the visual inspection revealed no abnormalities that the lead and tip appear normal. In addition, no proble detected was selected based on analysis of the returned product in which there were no evidence of lead anomaly or damage outside the bounds of normal medical use.

Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.